Event description:
It was reported that the bd nano¿ 2nd gen pen needles 4mm x 32g clogged. The following information was provided by the initial reporter: stated, she does prime and even when priming is successful, she still has needle clog when taking injection.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd nano¿ 2nd gen pen needles 4mm x 32g clogged. The following information was provided by the initial reporter: stated, she does prime and even when priming is successful, she still has needle clog when taking injection.